Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when trying to inject contrast to confirm position, the contrast leaked direct into the handle of the delivery system. The device and the delivery system were attempted, not used and was replaced.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The deployment button hub of the delivery system leaks. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There was a leak inside of the delivery system handle while flushing. The o ring inside of the deployment hub was leaking. The o ring inside of the deployment button hub was not seated within the deployment button hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.